Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead exhibited low impedance; lead damage during surgery was suspected. No patient symptoms were reported.

Event description:
New information received on 09/05/2018 indicated that the patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis found external insulation abrasion was noted at (B)(4) cm from the connector pin consistent with lead friction to the device can. The etfe coating was abraded at this location.